Event description:
Reporter alleged high blood glucose readings of 375+ mg/dl. Customer felt low and when testing on a different meter, it measured in the 60s mg/dl. Reporter stated giving customer some juice due to her feeling low however also gave her a bolus of insulin due to high readings. Reporter indicated testing customers meter and results were 294, 290, 293, 375, & 383 mg/dl prior to alleged incident. A request was made for the return of the suspect device and replacement product was sent.